Manufacturer narrative:
It is reported that the customer tried to retract the device but was unable to do so because the stent was caught on the balloon. During removal of the device the shaft was torn. The torn fragment of the shaft was captured by another balloon inside the guide catheter, and the whole guide catheter was retracted including the stent. The device was returned for analysis. The device returned with a detachment on the transition tubing, approximately 44.5cm proximal to the distal tip. The proximal detached section of the device did not return for analysis. The transition tubing material at the detachment site was stretched and uneven. The proximal balloon marker bond was moved proximally to the balloon bond. Blood residue was visible inside the balloon. Blood was evident inside the inflation lumen along the distal shaft. The stent was stretched distally off the balloon. The stent was stretched, bunched and deformed. Crimp impressions were visible on the exposed balloon surface. The stent was bunched on the distal portion of the balloon over the distal tip. Kink was evident on the distal shaft at 3.8cm proximal to the proximal balloon marker bond. Upon inflation, a leak was observed on the balloon. Upon visual inspection, a short tear was observed on the balloon immediately distal to the proximal balloon marker bond. A lead in scratch was evident proximal to the tear site. The edges were jagged at the tear sight and the material was pushed inwards. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the right coronary artery (rca) with minimal calcification, no tortuosity and approx. 90% stenosis. No damage was noted to packaging and no issues were noted when removing the devices from the tray/hoop. The device was inspected with no issues identified. Negative prep was performed successfully. It was reported that during stent deployment, the balloon burst. This occurred after the first inflation to 2-4 atm. The pressure was low and did not rise further. Expansion was insufficient due to low pressure. Device was not moved or repositioned prior to the burst. Removal difficulties were also encountered when removing the device following stent deployment. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. It was reported that the femoral artery was cut due to device removal difficulty, cutting and suturing were performed. The device did not pass through a previously deployed stent, resistance was not encountered when advancing the device and no excessive force was used during delivery. Procedure was completed with another device.

Manufacturer narrative:
It is reported that the customer tried to retract the device but was unable to do so because the stent was caught on the balloon. During removal of the device the shaft was torn. The torn fragment of the shaft was captured by another balloon inside the guide catheter, and the whole guide catheter was retracted including the stent. The device was returned for analysis. The device returned with a detachment on the transition tubing, approximately 44.5cm proximal to the distal tip. The proximal detached section of the device did not return for analysis. The transition tubing material at the detachment site was stretched and uneven. The proximal balloon marker bond was moved proximally to the balloon bond. Blood residue was visible inside the balloon. Blood was evident inside the inflation lumen along the distal shaft. The stent was stretched distally off the balloon. The stent was stretched, bunched and deformed. Crimp impressions were visible on the exposed balloon surface. The stent was bunched on the distal portion of the balloon over the distal tip. Kink was evident on the distal shaft at 3.8cm proximal to the proximal balloon marker bond. Upon inflation, a leak was observed on the balloon. Upon visual inspection, a short tear was observed on the balloon immediately distal to the proximal balloon marker bond. A lead in scratch was evident proximal to the tear site. The edges were jagged at the tear sight and the material was pushed inwards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.